Event description:
An ophthalmic surgeon reported that a very small foreign material like metal was found on the pt's iris after surgery. It is unk if it is a fragment from the tip or a fragment of the hook; it is unclear whether it is metal or not because it is too small to be removed. There was no pt impact reported. It was noted that the product was discarded. Additional info has been requested.

Manufacturer narrative:
No phaco tip was returned for foreign material on the iris. No lot number was identified with this complaint, therefore, a lot history review could not be conducted. Because a sample was not returned and no lot number was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% inspected by trained operators using 30x magnification and are cleaned during the manufacturing process. Additional info has been requested for this case. (B)(4).